Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed with an observed cuff miss. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The observed cuff miss led to the reported suture separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an attempted arteriotomy closure of the common femoral arteries with prostyle devices using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a suture break/fray occurred with two prostyle devices in the right common femoral artery and one prostyle device in the left common femoral artery. The pre-close technique was abandoned and a cutdown was performed on each access site. The evar procedure was then completed using a 9f sheath. Hemostasis was achieved using manual suturing on each access site. There was no reported adverse patient sequela; however, a clinically significant delay was reported due to the surgical cutdown. No additional information was provided.